Event description:
Healthcare professional reported right side "suspected device rupture". Company representative later reported "began feeling increasing pain and diagnosed with capsular contracture baker grade unknown with ultrasound". Company representative additionally reported pain, anxiety, capsular contracture baker grade unknown, and rupture. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, a5, a6, b1, b3, b5, b6, d1, d2a, d2b, d4, d6a, g4, h4, h6.

Manufacturer narrative:
Clarification to b3 date of event: partial date september 2024. Reason for reoperation: "implant ruptured, allowing silicone components to penetrate the surrounding tissue"; capsular contracture baker grade unknown additional, changed, and/or corrected data: b5, h6, h11.

Event description:
Healthcare professional reported right side "suspected device rupture". Patient representative later reported right side "began feeling increasing pain and diagnosed with capsular contracture baker grade unknown with ultrasound". Healthcare professional additionally reported right side "pain, anxiety, capsular contracture baker grade unknown, and rupture". Patient representative later reported right side "extremely painful capsular fibrosis, a pathological hardening and tightening of the connective scar tissue around the implant", "clearly visible distortion of the tissue resulting in an asymmetric deformation of the breast region", "physical discomfort", "considerable psychological distress", and "implant ruptured, allowing silicone components to penetrate the surrounding tissue". The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b., g.2., h.6.

Event description:
Healthcare professional reported right side "implant replacement due to suspected rupture". Company representative later reported "began feeling increasing pain and diagnosed with capsular contracture, baker grade unknown. This record is for the right-side. The device has been explanted.

Manufacturer narrative:
Continued e.1. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant replacement due to suspected rupture". Device remains implanted.